Manufacturer narrative:
Device is also sold sterile with part 280.250s and lot 9629279. The device history record for that version of the part was also completed: manufacturing location: (B)(4). Supplier:(B)(4). Manufacturing date: september 02, 2015. Expiry date: august 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged due to an inadequate handling. A functional test with an available plate has shown that the screw could be inserted into the screw only at the first 2 mm. It is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. The surgical technique guide provides guidance in order to prevent such occurrence and to ensure a correct load transfer. The relevant dimension could not be measured because the article is damaged. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Incident occurred during the surgery on an unknown date. Device was not implanted/explanted. Therapy date of concomitant product is unknown. Reporter facility contact number (B)(4). Device history records review was completed for part# 280.250, lot# 8296712. Manufacturing location: (B)(4), manufacturing date: feb 14, 2013. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the dhs screw didn¿t fit into the plate due to the screw being too big. There was no delay to surgery time. No patient harm was reported. Surgery was completed with the like product. Concomitant part reported: plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) dhs/dcs lag screw 12.7mm thread/125mm. This is report 1 of 1 for (B)(4).